Manufacturer narrative:
A review of the mfg paperwork has been completed. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In late 2008, the pt was surgically treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The trunk-ipsilateral leg component was accurately landed in an infrarenal position and ballooned. Then the physician lost wire access. While re-establishing wire access to the trunk-ipsilateral leg component, the trunk-ipsilateral leg component move 2 cm distally. The proximal end of the trunk-ipsilateral leg component slid into the aneurysm sac. The physician decided to change to an open conversion to repair the abdominal aortic aneurysm. The pt tolerated the procedure.